Event description:
It was reported that the patient was transported to the emergency room (ER) on (B)(6) 2026 due to hyperglycemia. While wearing the pod between 5 and 24 hours, the patient¿s blood glucose level increased to 21 mmol/l (378 mg/dl). The patient reported that the pod¿s cannula was cracked and that insulin leakage from the pod was observed, with a subsequent rise in blood glucose levels. Symptoms reported include nausea, dizziness, trembling, and collapse. The patient sought emergency medical assistance and was transported to the emergency department at (B)(6) on (B)(6) 2026. Treatment consisted of insulin administration via pen, with no additional medications or interventions reported. The patient was unable to recall the specific diagnosis provided by the healthcare provider. The patient was discharged the same day after approximately one hour at the ER. The pod remained in use during the medical evaluation and was replaced after medical assistance.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.